Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with st-segment elevation myocardial infarction was found to have an 100 percent left anterior descending artery occlusion. After opening the vessel, the patient coded requiring cardiopulmonary resuscitation and was defibrillated ten times. Decision was made to implant an impella cp device to the right femoral artery, which was successfully completed. However, during support, after implant, it was noted there was a vascular injury and significant bleeding at insertion site requiring vascular cutdown and pump removal. The patient was reported to be stable following the event.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. Clinical details mentioned are very limited. The location and cause of the vascular damage is unknown. Without this information, the failure could not be investigated further. Therefore, the root cause of the vascular damage issue was not determined since the product was not returned and insufficient clinical information was provided.